Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she smelled insulin on her clothes and was informed by her doctor to call. Customer stated the reservoir was leaking into the insulin pump. Troubleshooting was performed on the insulin pump. The reservoir is not returning for further analysis.